Manufacturer narrative:
A ge service rep performed an onsite investigation. The frequency inverter u2 was replaced and programmed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed error messages when the table was moved. No pt injury was reported.